Manufacturer narrative:
Sent to the FDA 11/13/1998. H - 6: conclusion: 74 no failure detected and product within specifications. One piece of the representative sample was returned by the user facility. Straight pull was performed on the suture and met specifications.

Event description:
Twenty-four hours after open heart surgery the pt was readmitted for a re-operation. It was reported to co that the physician believed the suture seemed brittle and thought it may have broken. One reporting facility contact stated that they believe a suture broke post operatively.